Manufacturer narrative:
The reported event that the black led cover was broken was confirmed through visual inspection. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during testing conducted at the user facility the led cover was found to be broken off of the device. As the event occurred during testing, no delays or patient involvement were reported with the event.

Event description:
It was reported that during testing conducted at the user facility the led cover was found to be broken off of the device. As the event occurred during testing, no delays or patient involvement were reported with the event.